Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of four years and four months due to unknown reasons. The replacement valve is a 29mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry and medical records that a 25mm 3300tfx aortic valve was explanted after an implant duration of four years (4) and four (4) months due to endocarditis. The valve was replaced with a 29mm 11500a inspiris resilia aortic valve. Per medical records, the patient presented with intermittent fever and fatigue and found to have infective endocarditis of both bioprosthetic mitral and aortic valves. The patient underwent mvr, avr with aortic root enlargement via commando procedure, patch repair of the aortic annulus, replacement of the infected ppm, and lla clip placement. Post bypass valves were tested and found free of high gradient and pvls. The patient was transferred to the ICU for recovery postoperatively. On pod# 2, imaging showed more than mild transvalvular aortic regurgitation. Cv surgeon notified and no intervention was indicated. On pod# 10, the patient underwent another procedure to treat left posterior tibial artery pseudoaneurysm that developed secondary to septic emboli. The patient was discharged from the hospital on pod# 45.

Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.